Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: tech calle din for help on 8015ls unit serial # (B)(4). Case resolution: tech could not get 8015ls unit out of maintenance mode before call in he has power unit off several times power back comes back in maintenance, had tech to move the tamper switch around then power unit off wait few minutes power back on this time unit come back up in normal mode, tech thank me for my assist.